Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported deflation and capsular contracture baker grade IV. Healthcare professional later reported double bubble, painful, hardening breast. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: not observed. Migration: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, deflation. And capsular contracture, baker grade IV. Healthcare professional, later reported, double bubble, painful, hardening breast. This record is for the right side. Device has been explanted.